Event description:
Paramedics attended to a person complaining of feeling faint and having difficulty breathing. The patient had recent foot surgery and had been wheelchair bound for the past week. After approximately 3 minutes of use, the device reportedly failed to display the patient's ECG and displayed dashed lines in leads ii, iii and avf. The patient's ECG rhythm was subsequently monitored using paddles lead. An attempt was made to use the device to administer external pacing when the patient became bradycardic, the device automatically switched to lead ii and reportedly failed to display the patient's ECG and displayed dashed lines. Drug and CPR therapy was subsequently administered while the patient was transported to the hospital. The patient arrested 4 more times after arriving at the hospital. The patient's outcome was not known.

Manufacturer narrative:
Physio-control evaluated the device. The reported problem was not duplicated or confirmed. An intermittent connector contact pin in the therapy cable connector was observed to cause a failure of the defibrillator to charge. The device will be repaired and returned to the customer.